Manufacturer narrative:
Results: there was no visible damage to the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds near its distal end. Conclusions: evaluation of the returned device revealed the embolization coil had offset coil winds near its distal end. This damage likely occurred due to advancing and withdrawing the ruby coil into the target vessel prior to observing it was too large. The offset coil winds prevented the ruby coil from being re-sheathed during functional testing. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician attempted to place a ruby coil, however it was too large and was therefore removed. The hospital technician then accidentally bent the pusher assembly of the ruby coil while attempting to re-sheath the ruby coil outside of the patient¿s body. The procedure was then completed using additional ruby coils. There was no report of an adverse effect to the patient.